Manufacturer narrative:
The customer has not reported any further issues after the field service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Customer calibration and qc were acceptable. The field service engineer checked the entire ise unit and ise tubing. He performed ise checks with acceptable results. He performed an ise performance check and it was ok. Customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable non reproducible ise indirect gen.2 na results for one patient tested on a cobas integra 400 plus. The initial result was reported outside the laboratory. The customer performed repeat testing on the patient¿s sample for confirmation. The patient¿s initial na result was 127 mmol/l with a data flag, and the repeat results were 128 mmol/l and 94 mmol/l. None of the results were determined to be correct for the patient. The na electrode lot number was 21500247 with an expiration date 16-oct-2020.